Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. Upon repositioning the first clip, it was noticed that the posterior gripper would no longer rise. Subsequently, the clip was exchanged and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unable to raise gripper was confirmed via returned device analysis. Additionally, a broken and bent gripper line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unable to raise gripper was a cascading event of the observed broken gripper line. The investigation determined the observed broken and bent gripper line may be related to a potential product quality issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, multiple exceptions are referenced. The investigation evaluated the reported issue, and the engineering group found the investigation to be inconclusive. A potential contributing factor though not confirmed was determined to be method, due to the gripper line being inadvertently snagged on the loading hook, leading to kinks. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.